Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The c-flex 570c iol was implanted on (B)(6) 2017. Opacification of the iol was observed for the first time on (B)(6) 2020 leading to a deterioration in the patient's visual acuity. The patient underwent a yag capsulotomy in (B)(6) 2020; however, was unsuccessful in resolving the opacification and improving the patient's visual outcome. Further examination of the eye on (B)(6) 2020 identified that opacification had progressed further. The healthcare facility plans to explant the c-flex 570c iol in (B)(6) 2021. Rayner has requested the return of the iol for analysis following explantation. Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interaction. The following have been identified as possible causes of opacification in published literature; off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. Our review of production records for the c-flex 570c batch 037103778 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c (march 2017) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c batch 037103778.

Event description:
On 23rd october 2020, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that opacification of the iol has been observed some years post-operatively leading to a deterioration in the patient's visual acuity.